Manufacturer narrative:
According to the initial report, a (B)(6) male patient underwent a surgery revision due to an infection of the right orbital rim malar implant which was implanted on (B)(6) 2018. The infection was diagnosed on (B)(6) 2020. Additional information was received. Ciprofloxacin and doxycycline were used to treat infection; however, implant removal was ultimately required. Surgical intervention was performed, and a lower eyelid incision surgical approach was used. Previously, the patient experienced impact to native tissue from a previous lid laceration causing right lower lid contracture. The patient had no underlying health conditions. The product was not returned for further evaluation. The lot number was tracked and a review of the manufacturing records was performed. There were no non-conformances identified and no deviations were documented throughout the processing of the device. A review of the sterility results was conducted. All sterility specifications met requirements upon product release. Based on the information provided, a definitive root cause could not be established. Conclusively, infection is a known inherent risk of any surgical procedure. The instructions for use list superficial and/or deep infection as a possible adverse effect.

Event description:
According to the initial report, a (B)(6) male patient is undergoing a surgery revision due to an infection of the right orbital rim malar implant which was implanted on (B)(6) 2018. The infection was diagnosed on (B)(6) 2020.